Event description:
It was reported that during an unknown procedure, the jaw did not open on the second reload. Another like device was used to complete the procedure. There was a five minute delay. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: how was the device opened and removed from the tissue?

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned with the handle shrouds slightly opened and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted.